Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 18-nov-2015: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: based on the available information no product quality defect was confirmed, therefore there is no reason to suspect a causal relationship between the reported medical events and a quality defect. The reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Company causality comment: this non-medically confirmed, spontaneous case report refers to a female consumer who experienced heavy, abnormal bleeding with blood clots (bleeding for 8-9 months straight) since essure (fallopian tube occlusion insert) insertion (essure inserted months before this report). According to her, she had blood transfusions due to heavy bleeding and was admitted in the ICU (intensive care unit). This event is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the temporal relationship essure insertion and the event was positive and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. This case was regarded as incident, since medical intervention and hospitalization were required for bleedings treatment. In addition non-serious events were reported. The product technical analysis concluded that based on the available information there is no reason to suspect a causal relationship between the reported medical events and a quality defect. No follow-up will be pursued, due to lack of contact details.

Event description:
This is a spontaneous case report received from a regulatory authority FDA maude (case# mw5056611) in united states on 23-oct-2015 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted in 2015. Consumer said essure was implanted in her early this year (2015) and since then she has been tearing inside out abnormal blood clots, pelvic pain, abnormal bleeding. This stuff was tearing her body up. She wanted this stuff out of her. She has been bleeding for 8-9 months straight, could not even have sex with her husband without bleeding. She had blood transfusions due to heavy bleeding and was admitted in the ICU (intensive care unit). Company causality comment this non-medically confirmed, spontaneous case report refers to a female consumer who experienced heavy, abnormal bleeding with blood clots (bleeding for 8-9 months straight) since essure (fallopian tube occlusion insert) insertion (essure inserted months before this report). According to her, she had blood transfusions due to heavy bleeding and was admitted in the ICU (intensive care unit). This event is listed according to essure's reference safety information. After essure insertion abnormal genital bleeding and menses pattern changes may occur. In this particular case, the temporal relationship essure insertion and the event was positive and no alternative explanation was provided. Therefore, causality with the suspect insert cannot be excluded. This case was regarded as incident, since medical intervention and hospitalization were required for bleeding's treatment. In addition non-serious events were reported. A product technical analysis is being sought. No follow-up will be pursued, due to lack of contact details.